Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display after count down screen; the problem is isolated to mother board. Unable to verify off no power anomaly and unable to perform operating currents test due to blank display. The insulin pump had minor scratches on the lcd window.

Event description:
It was reported that the customer had off no power alarms. Customer stated that the battery was out for more than 5 minutes. Customer also tried using a new battery cap.